Manufacturer narrative:
(B)(4).

Event description:
The consumer reported paramedics were called on (B)(6) 2016 because she had an electrical current going through her body. She had no pain and no headache. Her blood pressure was up a little bit, but she could not relax or get comfortable to go to sleep. After taking her blood pressure, she got a headache and got dizzy. Since that day, the patient has not had it again. An EKG was performed the night after, and she turned her implantable neurostimulator (ins) off prior to the EKG. It was noted the patient had other medical issues prior to getting the ins device, such as atrial flutter and blood clot. She would take her blood pressure and blood sugars 2 times per day and was on 5 heart medications from (B)(6) 2014 to (B)(6) 2015. Prior to getting the device, every time the patient had gone to the ER, the diagnosis was always unknown. The patient's indication for use was urinary dysfunction /sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient¿s electric sensation started on (B)(6) 2016. The patient took their blood pressure in both arms and it was normal. The circumstance that led to the event was that the patient was sitting at their computer and all at once got really tired. The patient got really tired, got into bed, and could not get comfortable or relax to go to sleep. It felt like their body was running away, mostly in their arms and legs. The patient got up about 12 am and took their blood pressure and it was elevated to 150/92 pulse. The patient had no pain and decided they would wait another hour to take it again and it had jumped to 174/90 pulse. The patient had some gerd burning just below the middle of their breast. The patient waited until 2 am and called the paramedics and turned off their controller before they arrived. They did an EKG and checked the patient¿s vital signs and said they were fine and perhaps the gerd could be causing the problem. The patient took no medication except 2 (B)(6) for the gerd after they were checked by the paramedics. The patient¿s blood pressure had reduced by the time they left. The step taken to resolve the electric current was that the patient took nothing for the pain and sat in their chair and it finally cleared. The patient felt it the next morning and had not had the electrical current condition again. Later in the morning the patient went to bed and slept. The patient saw their heart health care provider (hcp) on (B)(6) 2015 for their 6 month check-up and they were pleased with the patient¿s heart and there was nothing for them to treat. Everything in the heart was great. The patient checked their blood sugar every morning as they were diabetic and checked their blood pressure and rechecked them around 10 pm. The patient had deep vein thrombosis (dvt) in previous years, but not in the past 3 years. The patient was on a blood thinner from (B)(6) 2014 until (B)(6) 2015. The patient wished they had an answer for the (B)(6) 2016 problem, but didn¿t. The patient really believed it was the stimulator and thought it would have happened again. The electrical current was not painful. The patient had not changed their program and was set at 1.2v. The patient had no problem turning their controller on with the antenna.